Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to patient injury. Device issue: balloon rupture. It was reported that the lesion was in the distal rca with moderate tortuosity, moderate calcification and 90% stenosis. After pre-dilating with another company's balloon, the mini vision was delivered toward the lesion; however, when the balloon was inflated to 13-14 atm, it wouldn't inflate any longer. It was assumed a balloon rupture had occurred and the stent delivery system (sds) was removed from the patient. It was noted that the mini vision stent had not expanded sufficiently; therefore, it was post dilated with another company's balloon and the procedure was completed. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering determined that balloon rupture below the rated burst pressure can be caused by numerous factors including, but not limited to, mechanical damage from stent; stent crimped too low, mechanical damage from interaction with another device/anatomy, or blockage in lumen. The lesion was moderately calcified and may have caused/contributed to the balloon rupture. The balloon was initially able to be pressurized to 13-14 atm; therefore, it does not appear that there was any pre-existing issue with the balloon. A conclusive root cause for the reported balloon low rupture cannot be determined, however, it appears to be related to the tortuous and calcified lesion.